Manufacturer narrative:
(B)(4)

Event description:
It was reported " constant helium loss alarms upon immediate deployment of catheter. Exchanged pumps, no change, exchanged catheters and problem was resolved. There was a leak in catheter somewhere". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown."

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The teflon sheath was noted on the iab catheter; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iab central lumen were noted at approximately 5cm and 64cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no fiber breaks were noted. The catheter's central lumen was as-pirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested using the in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 64cm from the iabc distal tip. No blood or debris was noted. The guidewire met resistance and could not advance at approximately 18.5cm from through the iabc luer. The guidewire met resistance and could not advance at approximately 18.5cm from the iabc luer. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "constant helium loss alarms" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " constant helium loss alarms upon immediate deployment of catheter. Exchanged pumps, no change, exchanged cathetersand problem was resolved. There was a leak in catheter somewhere". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".